Event description:
It was reported that right atrial (ra) load was surgically abandoned because he was not using it. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).